Manufacturer narrative:
Date of event: (B)(6). Date of report: 10sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international service technician confirmed the reported issue. The customer declined to repair the device at this time.

Event description:
The customer reported that the ventilator has inaccurate test data. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.